Event description:
Updated event description: during a supraventricular tachycardia procedure, communication issues with the amplifier resulted in a procedural delay. The amplifier had lost connection to the dws during the study. The amplifier was restarted several times to resolve the issue and complete the procedure with no adverse consequences to the patient. Since the event, there have been no issues with the amplifier, and the device has functioned as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia procedure, communication issues with the amplifier resulted in a procedural delay. The amplifier had lost connection to the dws during the study. The amplifier was restarted several times to resolve the issue and complete the procedure with no adverse consequences to the patient.